Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of homechoice cassettes were leaking during setup. The patient went through several cassettes to find one which was not leaking. The patient stated that one of the cassettes looked like it would work. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.